Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a bubbled downstream occlusion (dso) seal and a worn upstream occlusion (uso) seal. Review of the event history log (ehl) showed multiple 'cassette not attached properly' alarms. A functional test was performed, and the reported issue was not duplicated; however, multiple 'cassette not attached properly' alarms were noted in the event history log. The probable cause of the reported issue was due to downstream occlusion sensor. As a result, the downstream occlusion sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was alarming, "cassette not attached properly: reattach cassette". The event occurred during testing. There was no delay in therapy. There was no patient involvement, and no patient harm/adverse event was reported.